Event description:
Reporter, home health care nurse, called on behalf of patient stating results of back-to-back test, meter-to-health care professional meter, were 410 and 278 mg/dl. Reporter states control solution test was within range. Patient has lung cancer and may be anemic.